Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on the 6/7f mynx grip vascular closure device (vcd) popped and was removed from patient and bagged. The balloon lost pressure at the first stop. There were no reports of patient injury. The staff was unable to confirm if there was calcification in the artery that may have caused the balloon to rupture. Hemostasis was achieved using manual compression. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There were no reports of patient injury, and the user was trained in the use of the device. The mynx vcd was used in an interventional procedure. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure upon inflation, at the 1st stop, or 2nd stop. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on the 6/7f mynx grip vascular closure device (vcd) popped and was removed from patient and bagged. The balloon lost pressure at the first stop. There were no reports of patient injury. The staff was unable to confirm if there was calcification in the artery that may have caused the balloon to rupture. Hemostasis was achieved using manual compression. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There were no reports of patient injury, and the user was trained in the use of the device. The mynx vcd was used in an interventional procedure. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. A non-sterile ¿mynxgrip vascular closure device 6f/7f,¿ associated with the reported complaint, was returned for investigation in a plastic bag. Visual inspection revealed that the shuttle was engaged with the black handle, the syringe was connected to the device, and the stopcock was in the open position. The sealant was not returned for evaluation. The advancer tube was exposed along the shaft, and the balloon was received in a fully deflated state. Additionally, a non-cordis catheter sheath introducer (csi) was found inserted in the returned device. No other anomalies or physical damage were observed during the visual inspection. During this evaluation, the balloon was fully inflated, and the pressure was maintained. The balloon was able to be inflated and deflated properly, with the inflation indicator functioning as intended, according to the mynxgrip instructions for use (IFU). The reported event of ¿balloon balloon loss of pressure¿ was not observed through analysis of the returned device since the functional analysis was performed successfully with no leakage of the balloon noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.